Manufacturer narrative:
Unit had high idle current due to moisture damage on electronics. No battery out limit alarm during testing noted. Pump received with minor scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube.(B)(4).

Event description:
Customer's daughter reported that the insulin pump's battery life was only about two to three days. Customer's daughter also stated that the insulin pump was cracked and chipping around the battery cap. Blood glucose level was 175 mg/dl at the time of the call. No further information was provided.